Event description:
It was reported that bd alaris pump module smartsite infusion set disconnected spontaneously. The following information was provided by the initial reporter: "it was reported by the customer that while priming the set, it completely disconnected from where the "y" attachment occurs at the second port".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-08. Investigation summary: one sample was received for quality investigation. The customer complaint of connection issues - disconnection was verified by visual inspection. Evaluation of the sample received showed that the tubing separated from the y-site smartsite body at the inlet opening. Further inspection of the separation site under magnification shows that there is a minimal amount of solvent present and that the tubing was not inserted a small amount into the y-site body. A device history record review for model 2426-0007 lot number 21096120 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10dec2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the failure seen in this complaint is that there is a minimal amount of solvent between the smartsite body and the insertion depth of the tubing into the y-site body is not deep enough to maintain a strong bond. A manufacturing investigation was conducted to identify opportunities for improvements. The correct use of the assembly fixtures and review of the assembly instructions/recommendations of gluing the tubing to the component help to prevent separation between the tubing and the y-site smartsite. H3 other text : see h10.

Event description:
It was reported that bd alaris pump module smartsite infusion set disconnected spontaneously. The following information was provided by the initial reporter: "it was reported by the customer that while priming the set, it completely disconnected from where the "y" attachment occurs at the second port".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.